Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during post-implant follow-up this right ventricular (rv) lead exhibited noise, pacing inhibition and loss of capture. The lead was determined to have dislodged and migrated resulting in the reported observations. A revision procedure was then performed wherein this lead was explanted and replaced with a passive fixation lead. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body noted cuts in the insulation and deformed conductor coils. The electrode tip and helix were found to exhibit no anomalies. Electrical testing and x-ray of the lead were performed to test lead continuity, and again, no anomalies were observed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.